Event description:
Customer left a review on (B)(6) website explaining that they had to seek medical assistance to have their menstrual cup removed after they struggled to remove it alone. Saalt emailed the customer directly and asked questions regarding their experience. (B)(6) 2021 customer claimed they could not reach the base of their cup for removal. This was the third time they had worn the cup. They tried several removal techniques offered on product instructions, (B)(6), and social media and were unsuccessful. Cup had been inserted for 15 hours when finally removed by medical professional. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.